Event description:
Trigger wire difficulty in 2009 at iset meeting during a live case. The top cap trigger wire would not release. A 32 coda balloon was inserted into the graft through the contralateral side and inflated for stability. The pin vise was released and the physician pushed the inner cannula to apply counter pressure while pulling on the knob of the black trigger wire until the trigger wire was released. The rest of the procedure was uneventful with a good final result. The patient is doing well.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst case severity occurring. A physician reference manual is available to all using physicians, which lists troubleshooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity occuring from this failure mode. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. A change has implemented changes to the loading procedures that will possibly prevent damage to the trigger wire. Only the distal trigger wire from the device was returned. The trigger wire did display similar characteristics as previous complaints, although, the bends in this trigger wire were not as pronounced as others. At this time, we are unable to determine the exact cause of the difficulty encountered. However, we have notified the appropriate individuals and we will continue to monitor for similar events.